Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicted everything was working okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was urinating more often. The patient noted they had blood work done for a urinary tract infection (uti) and they found out they did not have a uti. The patient was redirected to follow up with their health care physician (hcp) for their urinating more often. The patient reported moving and that they had an upcoming appointment with their new urologist and noted that they would discuss the issue. The patient noted that the urinating more often had been occurring for about 6 months. On (B)(6) 2019 additional information was received from the consumer: patient received a new programmer and initially saw poor comm when connecting to ins, and them was able to connect after repositioning. Patient states she saw the 'press neurostimulator on' screen when trying to increase stim. Patient turned stim on and was able to increase from 2.9 v to 3.0 v. Patient did not state that she turned stim off on purpose. There were no further complications reported or anticipated.